Event description:
It was reported that the customer intermittently experienced a low blood glucose (bg) level displaying as "low" on the continuous glucose monitor (cgm). Low bg cause was not known. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.